Event description:
Reportedly, upon interrogation during the follow-up performed on (B)(6) 2018, multiple arrhythmia episodes were recorded in the pacemaker memory, showing noise in the atrial channel with an interval of 125 ms. The same noise was reproduced when pressing the implant site, especially around the atrial port. Even though no abnormality was observed in the atrial lead impedance, lead-pacemaker connection issue or incomplete lead fracture was reportedly suspected at the atrial lead level. A re-intervention was performed on (B)(6) 2018. After being disconnected from the pacemaker, the atrial lead impedance was measured above 4000 ohms with a pacing system analyzer. It was reportedly concluded that the atrial lead had incomplete conductor fracture. The lead was abandoned inside the patient¿s body. The subject pacemaker was replaced and will not be returned. With the existing ventricular lead connected to a new single chamber pacemaker, the re-intervention was completed without implantation of a new atrial lead.

Event description:
Reportedly, upon interrogation during the follow-up performed on (B)(6) 2018, multiple arrhythmia episodes were recorded in the pacemaker memory, showing noise in the atrial channel with an interval of 125 ms. The same noise was reproduced when pressing the implant site, especially around the atrial port. Even though no abnormality was observed in the atrial lead impedance, lead-pacemaker connection issue or incomplete lead fracture was reportedly suspected at the atrial lead level. A re-intervention was performed on (B)(6) 2018. After being disconnected from the pacemaker, the atrial lead impedance was measured above 4000 ohms with a pacing system analyzer. It was reportedly concluded that the atrial lead had incomplete conductor fracture. The lead was abandoned inside the patient¿s body. The subject pacemaker was replaced and will not be returned. With the existing ventricular lead connected to a new single chamber pacemaker, the re-intervention was completed without implantation of a new atrial lead.